Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log but was unable to reproduce the problem. Fse resolved complaint by cleaning and lubricating all bearings and moving parts of the main incubator. Fse also adjusted the belt tension and replaced missing c-clips for the incubator rings. Fse successfully completed quality control run without any errors and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4407] incubator rotation motor overrun to positioning sensor: cause: the positioning sensor activated improperly during rotating of the incubator. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to dirty incubator.

Event description:
A customer reported getting error message "4407 incubator rotation motor overrun to positioning sensor" during a run on the aia-2000 analyzer. Customer stated run was aborted. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.